Event description:
Securfit handle broke whilst surgeon was trying to remove from patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition. The strike plate and handle body are heavily marked from impaction suggesting prolonged use. The trigger subcomponent is dissociated from the handle as a result of fracture of the actuator rod component. Impaction marks were noted on the dissociated trigger. The damage to the device renders it non-functional. The event was confirmed. The investigation determined the root cause of the event to be impaction on the trigger component during the extended life of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. It is noted that the device was redesigned , changes implemented 12-jun-2001, to strengthen the actuator rod subcomponent and reduce the occurrence of this failure mode; the subject device was manufactured prior to these actions. If additional information becomes available, this investigation will be reopened.

Event description:
Securfit handle broke whilst surgeon was trying to remove from patient.